Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and found that the sensor was broken. The broken part of the sensor was missing. Reliability analysis was unable to confirm that the customer received the sensor damage due to returning an opened/used sensor. Reliability analysis was unable to confirm the adhesive anomaly due to an opened/ used sensor.

Event description:
Customer reported via phone call calibration error alarm, change sensor alarm and blood at site. Customer's blood glucose was in the 80 to 150 mg/dl range. Customer advised the tape would not stick to the adhesive when going through their day to day activities. Customer was advised on how to improve adhesion. Troubleshooting for calibration error was performed. Customer advised the alarm did not occur after performing the find lost sensor process. Customer advised the alarm did not occur as a result of the first calibration. Troubleshooting for bad sensor alert was performed. Customer advised the bad sensor alert occurred after a 2nd consecutive calibration error and after initialization. Customer removed the sensor and there was blood at the site. Customer was advised that the sensor would be replaced and agreed to return the sensor for analysis.